Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on bus. A field service engineer (fse) found half height drawer 2.1 and 2.2 not opening and not detected by the system, with no lights on the module control board. Replaced the t-board and drawer control board, configured hardware, and tested using hardware test application (hta). Verified that the drawer opened and closed normally and appeared on the system map, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.